Event description:
Customer reported a damaged cartridge, specifically at the fill rod. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully changed the cartridge and resumed insulin therapy, and a replacement cartridge was sent with expedited shipping.